Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer was hospitalized due to elevated blood glucose levels. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.